Event description:
During the incoming inspection of the device, when attached to equipment, the associated device would not respond properly. The complainant indicated that there was no patient involvement in the reported malfunction.